Event description:
A motor stall with recovery was confirmed in the event logs. The stall occurred (B)(6) 2014 at 14:33 and recovered the same day at 16:30. They had not ordered any MRI's or other medical procedures but stated that the patient was also seen at another hospital so it was possible that the other hospital conducted an MRI. The device system was delivering gablofen. The patient symptoms and cause of the motor stall were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical devices: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).